Event description:
The customer obtained biased chol results for quality control fluids. The event is consistent with a malfunction that could have caused a falsely elevated pt result to be reported. No pt samples were processed or reported. There was no report of pt harm as a result of this event.